Manufacturer narrative:
The pre-amplifier unit was returned to the MFR, connector found to be broken and held together with surgical tape. On investigation a core of the pre-amplifier cable was found to have been severed within the connector, allowing the inputs of the pre-amplifier to float at supply rail voltage. This permitted a dc current of approx. 0.7ma to flow which then caused the burn noted by dr. Corrective action was taken as follows: the input circuit was revised to prevent recurrence in the event of cable damage, and a rolling programme instituted to upgrade all existing pre-amplifiers in the u.s.a.

Event description:
During surgery which utilised a neurosign 100 with two electrocautery units, the pt received rf (radio frequencey) burns at the site of the neurosign electrdes.